Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral central mound mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures included brachioplasty, abdominoplasty. On (B)(6) 2020, infection; one breast was reported. Patient treated with medication. Resolved without sequelae on (B)(6) 2020. No additional information given. Review by medical affairs identifies the reported infection is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of infection. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. In regards to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Not .